Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the intraocular lens was "not implanted, manufacturer defect". Patient involvement was not reported.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction as the event occurred when opened and prior to patient contact. The manufacturer internal reference number is: (B)(4).

Event description:
Updated information from the reporter indicated the report of a "manufacturer defect" was found upon opening and prior to patient contact.